Event description:
MFR's eval of the returned product revealed that lancets were not properly retracting inside of device, which could have resulted in a lancet protruding from the end-cap. No associated injury was reported.